Event description:
It was reported via abiomed¿s long-term outcome and quality indicator (loqi) impella registry that a patient endured non-sustained ventricular tachycardia and an access site bleed during impella cp support. The ventricular tachycardia (vt) was believed to be possibly related to impella support, while the bleed was noted to have a definite relationship. The bleed was managed after a bandage change and fresh frozen plasma (ffp) infusion. The patient was escalated to an impella 5.5.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
B5 updated with additional information received from the clinical site. H6 health effect - clinical codes updated to reflect additional failure modes. Instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ g2 report source; study was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29334.

Event description:
A later notification from abiomed¿s long-term outcome and quality indicator (loqi) impella registry additionally reported the patient endured recurring thrombocytopenia and procedural mediastinal hemorrhaging during support. The hemorrhage was believed to have a definite relationship to the impella device while the thrombocytopenia was said to have a possible relationship to the impella device. The bleed was noted during a scheduled mitral valve repair. The conditions were treated with blood products and platelets.